Event description:
It was reported that the patient with this device felt pain and discomfort with the subcutaneous implantable cardioverter defibrillator (sicd) system. The system was replaced with a transvenous system, however, the physician left the sicd system implanted but programmed off. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was returned in two pieces. The sections were thoroughly inspected and analyzed. Resistance tests were completed on each section to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient with this device felt pain and discomfort with the subcutaneous implantable cardioverter defibrillator (sicd) system. The system was replaced with a transvenous system, however, the physician left the sicd system implanted but programmed off. There were no additional adverse patient effects.